Manufacturer narrative:
Date sent: 07/12/2007. Information not available, device not returned for analysis.

Event description:
It was reported that during a lap gastric bypass, the hand activation didn't work. Another instrument was used to complete the case without any patient consequence.